Event description:
It was reported that during a port placement procedure, when the doctor tried to advance the sheath, the peel away sheath was allegedly crinkled on itself. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 8.0fr peel-apart sheath with vessel dilator as return for evaluation. Visual and functional evaluations were performed. The peel-apart sheath was noted to have bunching throughout the distal end of the shaft. The distal ends of both the vessel dilator and sheath were not deformed. An attempt to remove and loaded back the vessel dilator and the peel-apart sheath was performed and successful without issue. The samples still appeared to be bent. Therefore, the investigation is confirmed for the reported crinkled sheath. However, the investigation is inconclusive for the reported failure to advance issue as no objective evidence was found from provide return sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, when the doctor tried to advance the sheath, the peel away sheath was allegedly crinkled on itself. The procedure was completed using another device. There was no reported patient injury.